Event description:
It was reported that during a pta/stenting treatment procedure, deployment difficulties were encountered. The lesion being treated was a moderately calcified, 80% stenotic lesion in the superficial femoral artery. After the advancement of the biliary stent to the target lesion, the physician experienced difficulty retracting the outer sheath. Consequently, the stent was never deployed. Another biliary stent was advanced and the physician experienced the same deployment difficulties. The pt was symptomatic during this event. The procedure was successfully completed using a competitor stent. No pt injuries or complications were reported. Pt status is reported as 'fine'. Same case as MFR's # 6000093-2004-00386.